Event description:
Customer alleges that a spacelabs monitor failed to audibly sound an alarm tone while in-use on a patient. The patient subsequently died. Date of incident was 17, 2003. The alleged incident is reported to have occurred in 2003 which is 6 days after the unit was determined to be non-operational. The staff reported that they did not recall seeing a `not to use' tag, and it was believed to not be present when the unit was examined subsequent to the incident. The report indicates that they used the incident monitor as a stand alone monitor which, is not networked to any central or repeater station. Based on the available information, the incident device was non-operational prior to the alleged incident and its condition was known to the proper hospital staff. The root cause is a failure of the hospital to properly confine non-serviceable items from use, in that they returned a non-operational item to a patient floor. Secondarily, the staff failed to verify settings and tones when applying the monitor to insure that as they were using the monitor in a stand alone mode, that the tones were audible for the staff outside of the immediate vicinity of the patient. They also failed to observe the absence of key tones as a further indication of the monitor's status. The device did not cause the patient's death, and as the failure of the speaker was known to the biomedical department prior to its use on this patient, the device did not malfunction in such a way as to contribute to the incident. The root casue of the incident is the failure of the hospital to appropriately contain and control non-operational items.